Event description:
Revision surgery - there was stem loosening and due to pain the surgeon removed the stem and head. A depuy stem was put in the patient and the surgeon changed the liner out.

Manufacturer narrative:
Lost or disposed of.

Manufacturer narrative:
The reason for the revision surgery was due to loosening of the stem. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are two prior complaints against the incident hip stem related to dislocation and fit issue. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors that can contribute to this event include poor bone quality, bone loss, high patient activity level, and malposition of components, trauma, or excessive range-of-motion. There is no evidence that a material, design, or dimensional problem contributed to revision surgery.